Manufacturer narrative:
Results of investigation: the device, intended for use in treatment, was returned for evaluation. A visual inspection of the returned instrument confirms the stated failure mode. The articular surface provisional has a crack in the middle of the device. Also there is a piece of the plastic missing from the device. This piece was not returned with the device. This instrument exhibits signs of significant use and wear. The articular provisional was manufactured in 2007. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that the articular surface provisional sz 6 8mm is presenting a long crack running through the middle, not usable for surgery. No delay or back up applicable for this case. Noticed during warehouse inspection.